Event description:
It was reported that episodes of noise were observed on the right atrial (ra) lead. During the lead revision, the physician noted wearing of the silicon coating on the ra and right ventricular lead. The system was explanted and replaced. The patient was stable. Related manufacturer report number: 2017865-2022-02739.

Event description:
It was reported that episodes of noise were observed on the right atrial (ra) lead. During the lead revision, the physician noted wearing of the silicon coating on the ra and right ventricular lead. The system was explanted and replaced. The patient was stable. Related manufacturer report number: 2017865-2022-02739.